Event description:
It was reported that the patient experienced "pain in her right leg" while stimulation was turned on. The patient's health care provider (hcp) stated that they believed the "pain may be caused by the device." It was further reported that the pain had started two weeks prior to report and became "so severe the patient came into the hospital" the day prior to report. It was noted that there were "no known accidents or incidents" related to the patient's condition. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v379942, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).